Manufacturer narrative:
The evaluation of heartmate 3 lvas, serial number mlp-006243, did not reveal any device-related issues. A direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. It was reported that there were no device issues associated with mlp-006243. The pump was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Native heart tissue was observed on the apical cuff. The device appeared to have been exposed to a fixative agent. Dark red, fixed blood was observed in the inflow cannula, outflow graft, pump cover, rotor, and the rotor well. The outflow graft also presented tissue-like, clotted blood. The depositions did not reveal evidence of laminated layering, which indicates that they were likely not present while the pump was supporting the patient; however, the hard and grainy texture indicates that they were exposed to a fixative agent. This suggests that the depositions were the result of poor surface washing due to blood remaining in the device post-explant. Visual inspection of the blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to a flow issue. The pump rotor and rotor well showed no evidence of dents or scratches. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-006243 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02281. This report is being submitted as additional information. The referenced thrombosis and pump exchange from heartmate ii to this heartmate 3 pump was reported under medwatch MFR report # 2916596-2017-01515. Approximate age of device ¿ 15 days. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017. The preliminary autopsy report reported that the overall cause of death was most likely ischemic heart disease complicated by long-standing coronary atherosclerosis and occlusion which required multiple surgical interventions with associated complications. The significantly occluded atherosclerotic and thrombosed left anterior descending coronary artery likely caused the patient¿s most recent anteroseptal myocardial infarction. The patient had longstanding cardiomegaly with the recent surgical pump exchange on (B)(6) 2017 due to thrombus, and the associated organized thrombus could also have contributed to the patient¿s continued cardiac ischemia. The patient¿s recent pump thrombosis with the heartmate ii lvad and ventral hernia mesh infection required surgical interventions, which led to the clinically diagnosed vertebral artery dissection, brain stem infarction, and coma. There was reportedly no gross evidence of visceral perforation or pulmonary embolism. It was reportedly unknown if the patient¿s expiration was related to the previous issues with the recently removed heartmate ii lvad or the newly implanted heartmate 3 lvad. It was reported that there were no device issues on the newly implanted heartmate 3 pump.